Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.this device utilizes user interface module master software version (B)(6) categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4).

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Event description:
It was reported that the patient's right ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: during review of the event history it was determined that the reported condition occurred on (B)(6), 2010. (B)(4).